Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. Received the sureform 60 stapler instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a green reload accessory successfully. No failures were found in logs. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. Did receive the green sureform 60 reload accessory to perform failure analysis and did not confirm or replicate the customer reported complaint. The reload was returned used and fired. It was not returned with an instrument. Visual inspection displayed no signs of physical damage to the cartridge, pushers, or cover. All staples were fully deployed, and pushers were in the proper location. There were unrelated mechanical indentations to the knife noted, but no firing failure could be confirmed. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, use of a sureform 60 stapler instrument with a green reload accessory resulted in an incomplete staple line. The instrument had been inspected prior to use, and no damage or irregularities were observed. The tissue involved was neither calcified nor exposed to radiation; it was not under any tension or bunched. The procedure had been in progress for approximately two hours when the event occurred during the colon anastomosis. Although the stapler successfully fired, the resulting staple line contained malformed or unformed staples and gaps where staples were missing. There was no bleeding caused by the event; however, additional unplanned tissue removal was necessary, and the surgical outcome remained acceptable. According to the surgeon, the event was attributed to the sureform 60 stapler instrument; however, it was possible that an obstruction, such as a staple or hard material, was encountered, as the surgeon did fire over an existing staple line. The instrument was used for the remainder of the procedure without further issues. The procedure was completed robotically, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did receive the sureform 60 green reload accessory and sureform 60 stapler that was used during this reported event; however, the failure analysis investigations have not been completed. Advance stapler log review shows the sureform 60 stapler instrument (lot number: k10240312-0591), was installed on the system 5 times and successfully fired 5 reloads (1 blue, followed by 4 green). There were no stapler related errors in the logs. A review of a provided image was performed, and it was confirmed there were some malformed staples, which may have occurred because the surgeon was firing over an existing staple line. It is advised against stapling over another staple line to avoid tissue damage, higher leak rates, or disruption of the previous staple line. The user manual cautions against stapling over another line; "warning: inspect the tissue in the jaws for inclusion of unintended anatomic structures before firing. Failure to inspect may lead to the inclusion of unintended tissue."